Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while tearing the catheter, the left ventricular (lv) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.